Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/03/2019. A manufacturing record evaluation was performed for the finished device batch pch521 and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle and suture separated during suturing. The needle was not lost. Scrub opened new sutures of different lot number to complete the procedure. No delay during the procedure. There were no adverse patient consequences reported.